Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the foggy image. Based on the result, we concluded, that it was caused, due to the moisture condensation in the ccd module. In addition, we confirmed, that the bending rubber perforated, the light guide cable buckled, the light guide cable crushed, the bending rubber leakage, and the insertion flexible tube (ift) worn out. However, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
Evaluation summary: foggy image occurred at the user's facility. Upon receipt of endoscope, we tried to reproduce the defect, but foggy image could not be occurred. Since there were pinholes in the bending rubber, it is assumed that moisture entered the product inside from this hole and condensation formed in the objective lens unit, resulting in foggy image. Correction information: g6: follow up #1, h2: type of follow up, h4: device manufacture date, h6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On (B)(6) 2021 the image is cloudy during use. This event occurred at the time of during use. There was no report of patient harm.